Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The unit was returned for failure analysis, but the reported issue could not be reproduced. The unit energized and cauterized, and all ports recognized instruments. There were no errors upon multiple activations. However, every time the unit powered on and off, the technician selected the recall settings, and they were not saved. The recall settings kept changing. Additionally, bipolar socket #2 felt loose.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the integrated electrosurgical generator unit (iesu) bipolar energy had no output. The customer stated that the monopolar energy was normal but the bipolar had no energy. The customer power cycled the system and swapped to another energy cable, but the issue persisted. The customer swapped to an external forcetriad generator to continue the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: error 25920 occurred on the iesu at the time of the event. There was no injury to the patient.